Manufacturer narrative:
This report is submitted on may 03, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the electrode array was found to be folded over in the cochlea, resulting in the decision to explant the device. The device was explanted (B)(6) 2018, and the patient was reimplanted with a new device during the same surgery.